Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no issue was identified that required full analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) system was explanted due streptococcal bacteremia. It was also noted that a transesophageal echocardiogram noted vegetation on the patient's right ventricular (rv) lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.